Event description:
It was reported that the pt experienced shocking from her device and she did not want reprogramming. The device was explanted. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.